Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 15may2019. A touchscreen assembly was returned for analysis. The visual inspection of the touch screen assembly revealed no evidence of damage or contamination.the returned touch screen assembly was installed into the failure investigation (fi) test ventilator and on initial testing in an attempt to duplicate the reported problem the touchscreen did not pass the screen calibration. The touchscreen was removed from the fi ventilator the fi technician performed resistance measurements on the touchscreen and it failed the resistance measurements. The reported complaint of the touchscreen will not calibrate is duplicated due to the resistance ratios being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 04mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports touchscreen not calibrating. No patient/user harm reported. Event date not specified; estimate used.